Event description:
On (B)(6) 2026 it was reported that the user experienced hypoglycemia requiring treatment. Follow-up information received on 29-jun-2026 confirmed that on 27-jun-2026 the user experienced hypoglycemia with blood glucose (bg) levels of 31 mg/dl, resulting in loss of consciousness and emergency room treatment. The user was treated with IV dextrose and released on (B)(6) 2026. No long-term health effects were reported.

Manufacturer narrative:
The user experienced severe hypoglycemia resulting in loss of consciousness requiring emergency medical treatment while on ilet therapy. Severe hypoglycemia requiring emergency medical intervention is consistent with acute neurologic impairment requiring immediate treatment. Review of available information identified that the user, who was reportedly confused while undergoing chemotherapy, entered multiple accidental meal announcements, resulting in repeated insulin dosing. Review of available device history demonstrated a pattern of multiple meal announcements preceding repeated low glucose events, consistent with the reported history. The user's spouse administered oral glucose prior to ems arrival. Emergency medical services measured a fingerstick blood glucose of 40 mg/dl, administered IV dextrose, and transported the user to the emergency department where additional IV dextrose was administered. The user experienced lethargy, diaphoresis, and loss of consciousness during the event. A factory reset was subsequently performed to restore appropriate algorithm adaptation following the repeated accidental meal announcements. Based on available information, the event is attributed to multiple accidental meal announcements resulting in excess insulin delivery. No device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted